Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified that there was a cut in the bag assembly. The cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intrivia 50 ml empty container had leaked. The bag had been filled with 50 ml of hydromorphone. By the time device reached the customer the bag had burst at the seam. It leaked on the top right corner of the back of the bag. This malfunction occurred prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up report will be submitted.